Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up the implantable cardioverter defibrillator exhibited backup vvi mode. Attempts to restore the device were unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was found to be due to normal battery depletion. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.